Event description:
It was reported that during testing conducted at the user facility, the device would not hold its tightened position, which could lead to inaccuracy. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
During the device evaluation the bushing and the washer for locking the adapter arms were missing; however, there were no indications that the described components broke off or otherwise failed. It is possible that the product was disassembled such as during cleaning and not all pieces were reassembled.

Event description:
It was reported that during testing conducted at the user facility, the device would not hold its tightened position, which could lead to inaccuracy. No patient involvement or procedural delays were reported with this event.